Manufacturer narrative:
This follow-up report is being filed to correct information in the event description.

Event description:
Patient reported to have undergone a right total knee arthroplasty procedure on (B)(6) 2011. Patient further reported to have undergone a revision procedure on (B)(6) 2013 due to peroneal nerve injury and patellar clunk syndrome. Patient also reported that all components were removed on (B)(6) 2014 due to infection. Additional information provided in patient medical records indicates that an arthroscopic debridement procedure was performed on (B)(6) 2012 due to patellar clunk syndrome, pain, swelling and stiffness. Patient medical records further indicate that the revision procedure on (B)(6) 2013 was due to peroneal nerve injury, effusion and tenderness. The tibial bearing and locking bar were removed and replaced. Revision operative report from (B)(6) 2014 notes that all components were removed and replaced with cement spacer molds due to infection. Additional information received noted patient was revised in (B)(6) 2014 due to chronic infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2015. It was further reported that patient currently experiences limping, muscle weakness, and inability to stand for long periods of time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone a right total knee arthroplasty procedure on (B)(6) 2011. Patient further reported to have undergone a revision procedure on (B)(6) 2013 due to perineal nerve injury and patella cluck. Patient also reported that all components were removed on (B)(6) 2014 due to infection. Additional information provided in patient medical records indicates that an arthroscopic debridement procedure was performed on (B)(6) 2012 due to patella clunking, pain, swelling and stiffness. Patient medical records further indicate that the revision procedure on (B)(6) 2013 was due to perineural nerve injury, effusion and tenderness. The tibial bearing and locking bar were removed and replaced. Revision operative report from (B)(6) 2014 notes that all components were removed and replaced with cement spacer molds due to infection. Additional information received noted patient was revised in (B)(6) 2014 due to chronic infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2014. It was further reported patient currently experiences limping, muscle weakness, and inability to stand for long periods of time.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 1013 due to patella clunk and perineural nerve injury. Another revision procedure took place on (B)(6) 2014 to replace all components with spacer molds due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015- 00270 / 00271 & 00286).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone a right total knee arthroplasty procedure on (B)(6) 2011. Patient further reported to have undergone a revision procedure on (B)(6) 2013 due to perineal nerve injury and patella cluck. Patient also reported that all components were removed on (B)(6) 2014 due to infection. Additional information provided in patient medical records indicates that an arthroscopic debridement procedure was performed on (B)(6) 2012 due to patella clunking, pain, swelling and stiffness. Patient medical records further indicate that the revision procedure on (B)(6) 2013 was due to perineural nerve injury, effusion and tenderness. The tibial bearing and locking bar were removed and replaced. Revision operative report from (B)(6) 2014 notes that all components were removed and replaced with cement spacer molds due to infection.